Event description:
It was reported that the patient's blood glucose level rose to 17.3 mmol/l (311 mg/dl) while wearing the pod between 24 and 36 hours. The pod's adhesive was reportedly not secure during wear at the infusion site (hip/buttocks). The device investigation observed a torn exposed cannula and fluid leakage during testing.

Manufacturer narrative:
Tears were identified on the left and right side of the exposed soft cannula, resulting in a fluid leak. The external cannula damage is confirmed as the root cause of the reported event. Lot release records were reviewed and the product lot met all acceptance criteria.